Event description:
It was reported that the unit had a damaged swivel head screw and could no longer be secured to the IV pole. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device has not yet been returned to MFR for evaluation/repair. Follow-up will be filed if necessary based upon investigations results.